Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that trial patient saw their healthcare professional (hcp) the day of the report to have the bandages changed due to bleeding and oozing. Trial patient also had a pvr ran as they did not feel that they were emptying bladder and the therapy is not helping them. Trial patient also took tylenol as they have been in pain. Trial started (B)(6) 2022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.